Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during upgrade from implantable cardioverter defibrillator (ICD) to dual chamber implantable cardioverter defibrillator (bi-v ICD), the left ventricular (lv) lead dislodged. The lv lead was placed and the device was connected. At that time, it was noted that the lv lead dislodged and the device was disconnected. The lv lead was repositioned to complete the case successfully. No patient complications have been reported as a result of this event.